Event description:
Procedure type: adrenalectomy. According to the reporter: it was not possible to fix the instrument, since the fixing part was missing. There was no report of pieces falling into the cavity or impacting the pt. The incision was not extended as a result, however, surgical time was extended more than 30 minutes. A new instrument was used to complete the procedure. No pt injury was reported. Pt current condition is well. No further pt's details were available.

Manufacturer narrative:
Date initial report sent: 12/21/2007.